Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 7 times and fired 7 reloads (5 blue, followed by 2 white). On installs 1-5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the first two clamps were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that after an uneventful da vinci assisted roux-en-y, the patient experienced hematochezia. The surgeon reported no intraoperative bleeding at the staple line and says the blue and white reloads were fired with no pauses for compression. However, the surgeon is wondering if the stapler may have caused or contributed to the post-operative bleeding. The patient is being observed, but thus far, there has been no surgical intervention. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.